Manufacturer narrative:
G4 - premarket / 510(k) #: k111485, k170636. Device evaluated by MFR: the gw fathom periph device was returned to our post market quality assurance laboratory. Visual and microscopic inspection identified that the distal tip is kinked, detached and unraveled. Also, the guidewire coating is peeled. This concludes the product analysis.

Event description:
Reportable based on device analysis completed on 18dec2025. It was reported that the distal end of the guidewire appeared broken. The target lesion was located in the liver. A 180x25cm fathom 16 was selected for use to treat liver cancer in a y-90 mapping procedure. During the procedure, the distal end of the guidewire appeared broken but remained intact. The guidewire was pulled out of the patient and the procedure was completed with another of the same device. There were no patient complications as a result of this event. However, device analysis revealed a detached distal tip.